Manufacturer narrative:
Updated root cause: analysis of the run data file (rdf) did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Review of the run data file (rdf) showed that during initial blood priming of the set, at 5 minutes into the run there were cells going by the rbc detector unexpectedly causing a ¿prime spillover¿ event. Prime spillover events typically occur when the separation of the cells is not sufficient when priming the channel, leading to a higher rbc interface in the channel. Possible causes of prime spillovers are more likely to occur if the donor hematocrit is high or entered inaccurately. Another factor that can contribute to these events is improper loading of the disposable set in the centrifuge.

Manufacturer narrative:
Updated root cause: review of the run data file (rdf) showed that during initial blood priming of the kit, at 5 minutes into the run there were cells going by the rbc detector unexpectedly causing a ¿prime spillover¿ event. Prime spillover events typically occur when the separation of the cells is not sufficient when priming the channel, leading to a higher rbc interface in the channel. Analysis of the run data files did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no significant events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. Experience has shown that lower level wbc contaminations may not show conclusive signals in the run data file. Possible causes:- prime spillovers are more likely to occur if the donor hematocrit is high or entered inaccurately. Another factor that can contribute to these events is improper loading of the disposable kit in the centrifuge.- based on the available information, it is possible that this leukoreduction failure may be donor related.- it is also possible that a manufacturing defect with the disposable kit contributed to the event.

Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the trima machine operated as intended by flagging the procedure to verify white blood cells. During customer follow- up, it was also confirmed that the wbc count was below <5x10^6.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the trima machine operated as intended by flagging the procedure to verify white blood cells. Root cause: review of the run data file (rdf) showed that during initial blood priming of the kit,at 5 minutes into the run there were cells going by the rbc detector unexpectedly causing a¿prime spillover¿ event. Prime spillover events typically occur when the separation of the cells is not sufficient when priming the channel, leading to a higher rbc interface in the channel. Primes pillovers are more likely to occur if the donor hematocrit is high or entered inaccurately. Another factor that can contribute to these events is improper loading of the disposable kit in the centrifuge. It is also possible that a manufacturing defect with the disposable kit contributed to the event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection is not available for return because it was discarded by the customer.